Event description:
It was reported that a medfusion¿ medfusion® 3500 syringe pump had a motor rate error. No patient involvement or injury was reported.

Manufacturer narrative:
One device was returned for evaluationl. Visual inspection found the tamper seal intact and the top and bottom cases in fair condition. It was observed that the right plunger case was cracked. A review of the event history log found a motor rate error. Occlusion testing was performed and duplicated the motor rate error. This was caused by the worn coupling/gear/washers on the motor assembly as well as old and dirty components due to normal wear. Based on the evidence, the root cause was attributed to the normal wear of the device. The device was over 6 years old and had not been maintained by the customer.